Event description:
It was reported that pt received high lead impedance on system diagnostics. X-rays of the neck were reviewed by the physician. He did not visualize a lead break. Pt had full revision surgery. Generator was replaced prophylactically. Surgeon did not see any discontinuities during surgery, but did find a lot of scar tissue.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.